Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was intermittently depleting quickly. Additionally, it was reported that the pump usb port was observed to be damaged, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.